Manufacturer narrative:
As reported, three 6f/7f mynxgrip vascular closure devices (vcd) with sealant that was already partially expanded inside of the device and would not deploy. There was no reported patient injury. The device was not being used to treat chronic total occlusion (cto). The mynx vascular closure device (vcd) was being used in a peripheral intervention procedure. A retrograde approach was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30 ¿ 45 degrees) of the vascular sheath introducer. The type of vessel was arterial. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The stick location was the common femoral. There was not the presence of pvd/calcium in the vicinity of the puncture site. Manual compression was used to achieve hemostasis. The patient was not hospitalized or extended as a result of the event. The patient has recovered. The user shuttled down completely. There was no a significant resistance when shuttling down. Unusual force was not applied with retracting the sheath. The device was not returned for analysis. A product history record (phr) review of lot f1912601 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was confirmed through analysis of the returned device due to the condition in which it was received. However, the event could not be confirmed for the two devices that were not received for analysis, and it was not confirmed for the sterile device. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the information available for review and the product investigation, it is not possible to determine what factors may have contributed to the issue reported. However, it is possible that procedural/handling factors may have led to an incomplete engagement of the advancer tube during the procedure, which could be due to the premature swelling of the sealant with blood while still in the shuttle. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr reviews, nor the product analyses suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, three 6f/7f mynxgrip vascular closure devices (vcd) with sealant that was already partially expanded inside of the device and would not deploy. There was no reported patient injury. The device was not being used to treat chronic total occlusion (cto). The mynx vascular closure device (vcd) was being used in a peripheral intervention procedure. A retrograde approach was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30 ¿ 45 degrees) of the vascular sheath introducer. The type of vessel was arterial. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The stick location was the common femoral. There was not the presence of pvd/calcium in the vicinity of the puncture site. Manual compression was used to achieve hemostasis. The patient was not hospitalized or extended as a result of the event. The patient has recovered. The user shuttled down completely. There was no a significant resistance when shuttling down. Unusual force was not applied with retracting the sheath.